Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where the capsule gap initially looked like a good location for depth from right access, but after exposing anchors, it was noted to be too deep with the anchors measured to be approximately 34 mm away from annulus. It was decided to switch to left access and a new valve was prepped. After switching to left access, the physician perforated the left femoral/iliac vein, and implanted a thoracic stent graft in the left femoral/iliac vein. The physician proceeded with the procedure, but the capsule gap was still too deep from the left groin, so it was decided to abort the procedure. The perceived root cause of the event is the undetected tortuous narrowed iliac vein and c/a/p CT imaging was not submitted for screening. The patient is reported to be in stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. Analysis of images. The complaint for damage to vessel during insertion was confirmed with objective evidence via imaging evaluation. Based on the device history record (DHR) review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Per imaging evaluation, a procedural review using tee and fluoroscopy revealed a left iliac vein perforation following wire placement from left access, which was subsequently repaired with a stent graft. Imaging did not clarify the root cause of the perforation. Another evoque delivery system was advanced across the native valve, but it was positioned too deep at the capsule gap, leading to abortion of the procedure. No device-related malfunctions were identified. Potential contributing factors to these findings include the patient's tortuous venous anatomy, which had not been screened with c/a/p imaging for iliofemoral tracking. Since no manufacturing non-conformances were revealed and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required.